Manufacturer narrative:
On (B)(6) 2015 it was communicated that no x-ray are available at the moment. Batch review performed on (B)(6) 2015: lot 150201: (B)(4) items manufactured and released on (B)(6) 2015. Expiration date: 2020-04-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On (B)(6) 2015 it was prepared a final report with the information here above. On the same day, it was sent to the initial reporter and the case was closed. Not explanted.

Event description:
The surgeon did a complex hip replacement using versafit cc trio and quadra h. The surgery proceeded according to plan until the definitive stem was implanted. On impacting the stem in to place there was a fracture laterally in the greater trochanter. Dall miles circlarge wires were used to secure the femure and the stem was left in place.